Event description:
The patient's left femoral artery was being access for the peripheral procedure. Upon obtaining access a 0.014 guide wire broke inside the patients left common iliac. The broken guide wire was successfully retrieved with a snare.